Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons are slow to respond and rewind or prime making grinding noise. The customer¿s blood glucose level was unknown at time of incident. Customer states that insulin pump had time and date were off and unexplained no delivery alarms. The insulin pump will not be returned for the analysis.